Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a printer issue. A technical support specialist stated that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a printer issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.